Manufacturer narrative:
Continuation of d10: 6935m62 lead implanted: on (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's representative that the patient was to report to the emergency department after hearing the cardiac resynchronization therapy defibrillator (crt-d) toning two days in a row in the afternoon. The patient's representative noted that the clinicians at the hospital examined the data and there was nothing observed. The clinician noted that "nothing triggered". The patient's representative was concerned as to why the crt-d would emit a high/low tone but not make any observations as to why it was alerting. The representative was concerned "something may not be working properly". The device remains in use. No patient complications have been reported as a result of this event.